Manufacturer narrative:
The device involved in the reported incident has been rec'd for evaluation. An investigation has been has been initiated based upon the reported info.

Event description:
C2600 cusa excel handpiece housing found cracked. The issue was found at the beginning of the surgery. The patient was already anaesthetized. The product was not in contact with patient. The patient was not injured and the event did not lead to an increase of surgery time.